Manufacturer narrative:
The root cause of the clinical observations was not determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was being evaluated prior to this patient having a surgical procedure. A review of the device data noted the shocking impedance measurements have been gradually increasing and there was a measurement greater than 125 ohms. T-wave shock induction was performed and defibrillation threshold (dft) testing which noted shocking impedance measurements within the normal range. No additional adverse patient effects were reported.